Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start-up. Upon troubleshooting fse found that direct current power supply (dcps) was receiving power input but was not producing any output. To resolve the issue, fse replaced pdu fantray and dcps (direct current power supply). The defective component was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.